Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had intermittent no delivery alarms. Insulin could not be pushed manually through the tubing. After detaching and reattaching the tubing, insulin could be pushed through. The blood glucose reading was 8.7 mmol/l. The customer ate candy and treated with a bolus from the insulin pump. The blood glucose rose to 26 mmol/l. The customer did a full set change and received another alarm when attempting a bolus. The reservoir was removed and replaced and the prime was successful. The customer tried a new infusion set with the same reservoir and the alarm recurred. The customer changed the reservoir and the prime was successful with no alarm.